Event description:
It was reported that an angio-seal was deployed post procedure. When the physician went to pull back on the delivery system, the suture and collagen came out of the patient. Allegedly, the suture broke and the anchor was believed to have embolized. A femo-stop was applied to achieve hemostasis. Three days later, the patient was still hospitalized with elevated enzymes and an elevated while blood count. It could not be confirmed if the elevated enzymes and white blood count were due to the reported incident, or due to patient medical condition.

Manufacturer narrative:
One 8f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected and functionally tested. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. A 6.50" length of suture exited the sheath distal end. The collagen was in a compact mass, the knot was a tightly wound, and the suture was tightly secured to the collagen; the anchor was not returned. The suture loop was intact. It should be noted that the black heat shrink had been fully exposed, consistent with an over tightened suture as described in the instruction for use; no heat shrink tubing damage was noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for sins of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases, a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. Also excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.